Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the introducer needle detached from the applicator during insertion of the sensor. The insertion site was at the abdomen. No additional event or patient information is available. No product was provided for evaluation. However a photograph was provided and evaluated on 12/14/2016. The reported event of detached introducer needle was confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
A sensor (serial number (B)(4)/lot number 5194895) was returned for evaluation. A visual inspection was performed and the sensor cannula is detached from the applicator body and lodged inside the seal carrier. The customer complaint was confirmed. A root cause could not be determined.